Manufacturer narrative:
Investigation summary: the investigation was completed. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during support on an impella cp the patient arrested for four minutes. Return of spontaneous circulation was achieved and the patient was given two units of blood. Unfortunately, after the procedure, the patient coded and is now intubated and on pressors. The impella cp was removed.